Event description:
It was reported that the pump declared a cartridge change error, which caused the customer's blood glucose level to exceed 500 mg/dl. The customer took corrective action by administering a correction bolus via the pump, and no assistance from a third party was required. Tandem technical support instructed the customer to perform several checks and cleaning processes on the pump's cartridge and pneumatic areas. The customer successfully completed these steps, loaded the cartridge, and resumed insulin delivery without further issues.